Manufacturer narrative:
On 07-jul-2021, mentor received additional information about the event: deflation of the left breast implant was confirmed by a CT scan. The patient had developed baker grade iii capsular contracture in her right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot and serial numbers provided for the suspect medical device do not correspond to a finished mentor device, and therefore the validity of the lot and serial numbers provided cannot be verified at this time. Additional follow-up will take place to clarify the reported lot and serial numbers. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 375cc textured mentor siltex round moderate profile saline breast implants experienced left-sided implant deflation and unexplained systemic symptoms postoperatively, including burning in the chest, recurring stomach and digestive pain and burning, and stomach trouble of keeping food down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.